Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: lot number added. H4: manufacture date added. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the device was observed broken from the prongs of the proximal area of the device. All the fragments were returned for evaluation. Additionally signs of normal use was observed on the cutting blade. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø11 would contribute to the complained device issue. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. No new malfunctions were observed during this investigation that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history review (DHR): manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument. Release to warehouse date: 08-sep-2021. Expiration date: 31-jul-2031. Part number: 03.404.018s, 11mm reamer head for ria 2-sterile. Lot number: 344p038 (sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 03.404.m018, ria ii reamer head 11.0mm. Lot number: 96p9099. Lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Corrected data: d4: primary UDI number updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9, h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ria ii reamer 11mm broke and left debris in the patient's femur-leg. The dr. Was able to remove them successfully. Unknown if the procedure was successfully completed. This report is for one (1) 11.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).